Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had low blood glucose level of 52 mg/dl. Customer was treated with glucose tablet. Customer was using auto mode. Customer declined troubleshooting for low blood glucose level. Customer had blood glucose level of 84 mg/dl. It was reported that the customer was treated with sugar tablets. It was reported that the customer was using automode. The insulin pump will not be returned for analysis.